Event description:
The customer claims that the dermatome is cutting too thick of a graft. Additional information was received in 2004. The dermatome was set to zero but continued to take a thick graft. A different vendors dermatome was used to take correct thickness graft from a different site on the pt.